Manufacturer narrative:
The lot number was not provided by the complainant; therefore, the expiration date is not known. The device is not being returned; therefore, a failure analysis of the complaint device cannot be completed. Lot number not provided by the complainant, therefore, the MFR date is not known. Based on the info obtained to date, no direct correlation can be made between the reported event and the mammosite. Device history record (DHR) review could not be conducted for the device as a lot number was not provided by the complainant. According to the instructions for use (IFU) adverse events: the following occur in less than 2% of cases: axillary infection, bursitis, chronic inflammation, diagnostic test reaction, embolus, arrhythmia, pharyngitis, facial rash, abdominal pain, dizziness, ulceration/breast, arthralgia, arm pain, hip pain, breast abscess.

Event description:
A mammosite radiation therapy system was used for treatment of a left breast adenocarcinoma in 2004. Approx two years later, the pt developed an indurated and inflamed mass. An ultrasound, mammogram and "puncture" were performed in 2006 which indicated a "collection associated with edema". The pt received antibiotics and anti-inflammatory drugs. The pt was admitted in 2009 for a nodule excision and discharged the same day. The anatomy and cytology report concluded an "inflammatory lesion in part abscess". Communication from the physician in 2006 revealed that the pt's condition was "satisfactory, healing is complete".